Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of the patient's rate. This created double counting of the twaves. Low rwave amplitude was also observed. Treadmill test was performed and you were unable to recreate the high rate. Subsequently a revision procedure was performed where the s-ICD was explanted and replaced. A new s-ICD was implanted and no additional adverse patient effects were reported.